Event description:
It was reported that during a ptca procedure, the balloon would not recross a stent that was restenosed. Difficulty was encountered pulling the balloon into the guide catheter. The entire system was removed. No pt injuries or complications occurred.